Manufacturer narrative:
(B)(4). One-unit of turnpike was returned to vsi/teleflex for evaluation. Blood particulates were noted on the unit. The distal of the turnpike was observed to be fatigued and separated. The separated tip material was lodged into the shaft of the guidewire. Unit was manufactured at tecate. A DHR review was completed. No nonconformances noted. Case details were reviewed. Customer stated that the turnpike into the patient's diagonal artery. One-unit of turnpike was returned to vsi/teleflex for evaluation. Blood particulates were noted on the unit. The distal of the turnpike was observed to be fatigued and separated. The separated tip material was lodged into the shaft of the guidewire. The damages are likely to have occurred during use in the procedure when operated against a calcified lesion. Per IFU states the following warning and precaution - never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. - do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury. - exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Additional information was requested. A response was received. Vessel was calcified. Turnpike was trapped in the lesion. The user successfully removed the turnpike with the separated material bound to the guidewire. No other micro catheter was used. Disrupted flow to the lad was noted by the physician. A stent to the lad and diagonal branch was placed. It is likely due to excessive rotation and torque against a calcified lesion, tip material is likely to have separated. Patient is stable. A manufacturing record review was completed by tecate and no related nonconformances were found. Based on the information, the most likely root cause of the issue is user error.

Event description:
It was reported that: we had an issue yesterday with a turnpike tip fracturing in the patients diag artery. When it was finally retrieved , it was bound to the wire. Additional information: the above issue occurred during a pci procedure on the (B)(6) 2023, the patient suffered a disruption of the lad & impaired flow to the lad per md's note. To fix this, md needed to stent lad and diagonal. The turnpike was removed in its entirety. The patient's vessels were described as calcified. Post procedure the patient's condition was reported as stable, they were sent to ICU, then discharged home from there.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: we had an issue yesterday with a turnpike tip fracturing in the patients diag artery. When it was finally retrieved, it was bound to the wire. Additional information: the above issue occurred during a pci procedure on the (B)(6) 2023, the patient suffered a disruption of the lad & impaired flow to the lad per md's note. To fix this, md needed to stent lad and diagonal. The turnpike was removed in its entirety. The patient's vessels were described as calcified. Post procedure the patient's condition was reported as stable, they were sent to ICU, then discharged home from there.